Event description:
Incident reported as: 45 minutes after extubation from a triple coronary bypass procedure, the pt suffered hemorrhaging at the proximal site of the venous graft which had three medium clips which had released. Hemostasis was implemented with a polypropylene wire. This is the third report of three. The pt was extubated the following day without serious neurological, cardiac or visceral consequence.

Manufacturer narrative:
No sample will returned for investigation. Eval: mfg process have been reviewed. DHR review showed no issues were found related the failure mode reported in the complaint. Result: no changes have been made in the material, machine, manpower, method and measurement process. Conclusions: failure mode was not confirmed. Based on investigation performed, it is concluded there is no root cause associated with the mfg process, and no corrective actions will be taken at this time. If sample becomes available, a complete investigation will be performed.